Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During initial inflation, the balloon ruptured at 6 atmospheres. A 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced for dilation. However, during initial inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that balloon rupture occurred. The complete total occluded target lesion was located in the anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During initial inflation, the balloon ruptured at 6 atmospheres. A 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced for dilation. However, during initial inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.